Event description:
An electric arc is created in the beginning of use of the electrode. This phenomenon was repeated with two other electrodes of the same lot. A fourth electrode of another lot had to be used to perform the procedure. No burns for the patient. Associated medwatch # 1221934-2015-00590, 1221934-2015-00591.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints of any kind for this lot of devices that was released to distribution. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
An electric arc is created in the beginning of use of the electrode. This phenomenon was repeated with two other electrodes of the same lot. A fourth electrode of another lot had to be used to perform the procedure. No burns for the patient. Associated medwatch # 1221934-2015-00590, 1221934-2015-00591.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.